Event description:
It was reported to philips that the host pc failed to bootup. The device was outside of clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up and only get philips logo. Review of the logs identified that system was down during a time gap which indirectly indicates some malfunction related to host pc. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the host pc, importing new license file with new mac address of host pc by the field service engineer has resolved the reported issue and restored the functionality of the system. Additionally, philips engineer has verified the light indicators were active on the new pc, verified functionality of table movements and frontal stand movements and confirmed network connectivity was functional. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.